Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a power issue: the pump keeps shutting off. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 8/23/16 device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: the black box shows one unexplained por on (B)(6) 2016 at 11:47. Battery cap was not returned with the pump. Battery compartment is cracked above & below the bumper pad. A test battery cap was able to carefully secure to the pump..pump was exercised for 24 hrs with test battery cap, no por¿s were duplicated. Pump current draws measured within spec..#3. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the complaint, the display screen has a pinkish contrast. .